Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported bent cannula, hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted due to high blood glucose (bg) levels >500 mg/dl, high ketones, vomiting and dehydration, while wearing the pod on the arm between 4 and 24 hours. At home, the patient delivered bolus using the pod and 6 units of insulin manually but the bg levels did not decrease. The cannula was noted to be bent after pod removal. At the hospital, the patient was placed on an intravenous (IV) of fluids and medicine to control the vomiting.

Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent/kinked, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle or leakage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.